Event description:
It was reported that during a catheter placement procedure, the catheter was snapped at the sure cuff site during tunneling. Reportedly, the device was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong cv catheter, single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the groshong cv catheter, single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8fr groshong cvc catheter kit, one groshong cvc hub, one groshong catheter in two segments, one introducer needle, two syringes, one guidewire hoop, one tunneler, one end cap, one sealed suture wing package, one scalpel and three hypodermic needles were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter damage and material separation issues, as a complete circumferential break was noted to distal end of the catheter segment. The surface of the complete circumferential break on the distal end of the catheter segment appeared finely granular and glossy. The surface of the complete circumferential break on the second catheter segment appeared to be finely granular and glossy. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a catheter placement procedure, the catheter was snapped at the sure cuff site during tunneling. The device was removed and replaced with another device to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the groshong cv catheter, single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the groshong cv catheter, single-lumen, 8f products are identified in common device name and date rec'd by MFR. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2024).

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the groshong cv catheter, single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the groshong cv catheter, single-lumen, 8f products are identified in common device name and date rec'd by MFR. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2024).

Event description:
It was reported that during a catheter placement procedure, the catheter was snapped at the sure cuff site during tunneling. The device was removed and replaced with another device to complete the procedure. There was no reported patient injury.